Manufacturer narrative:
Film review and analysis: a review of a single still angiogram at implant confirmed that an endurant stent graft system was implanted in the patient. The ips ilateral limb and extension were positioned into the right iliac, and the contra limb and extension were within the left iliac artery. Angiogram injection showed that both limbs were patent. Patency of the renal arteries could not be confirmed or ruled out from this single angiogram image. The aortic body and limbs were essentially straight in this 2d image and no stent graft issues could be seen. Two still CT slice images post-implant confirmed that the right renal artery may not have been totally perfused, and may have been partially or totally covered by the stent graft fabric. The left renal artery was patent. No other stent graft issues were observed. The cause of the right renal artery occlusion could not be determined from the limited films provided. It is unknown if the right renal artery may have been initially been covered at implant or was subsequently covered after implant. It is possible that the reported poor quality angiogram at implant may have contributed to an inaccurate delivery.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm. The proximal aortic neck measured 23, 26, 28 mm in diameter and 20 mm in length. The proximal aortic neck was mildly angulated, moderately thrombosed, and mildly calcified. It was reported that during the index procedure, the angiogram showed renal artery perfusion after implant of the stent graft. The exact location of the stent graft could not be confirmed from the final angiogram because the quality of the angiogram was poor. The patient presented approximately two weeks later emergently with right sided flank pain. A CT scan was done and revealed that the patient had a right renal occlusion. The renal artery was partially covered by the bifurcate. No treatment is planned. Per the physician, the cause of renal artery occlusion was unknown. No additional clinical sequelae were reported and the patient is being monitored.